Event description:
It was reported that an insulin pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, and the pump was not replaced as it was out of warranty.